Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the motor driver motherboard and the drain bag fasteners as well as calibrated the tilt motion and the cassette. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would intermittently shut down. No pt injury was reported.